Manufacturer narrative:
(B)(4). Concomitant medical products: item#: 00576401552; femoral component option ; lot#:61373922. Item#: 00591605012; lps-mob art srf sz e/456 12 mm; lot#: 61075021. Item#: 00597206635; all poly patella standard size 35 mm diameter 9.0 mm ; lot#: 61414327. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01668, 0001822565 - 2020 - 01669, 0001822565 - 2020 - 01670.

Event description:
It was reported by the patient she underwent a right tka on approximately 20 years ago. Subsequently, the patient was revised 10 years later due to pain. The surgeon noted the material on the knee component had disintegrated and was worn. Patient stated she had shots two years ago and a debridement last year.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6. Reported event was confirmed by review of medical records and radiographs. Device history record (DHR) was reviewed and no discrepancies were found. Review of the available records identified the following: pre-revision operative notes state that the patient was experiencing pain and x-rays show loosening of both tibial and femoral implant. Also noted tibial component was subsided and varus deformity. Extensive synovitis, with clear evidence of poly debris and art-surface, noted to deformed. Osteolysis was noted on the femoral side. Foreign body reaction with numerous histiocytes as well as multi nucleated giant cells containing foreign material, reactive synovial lining, chronic inflammation with rare single neutrophils seen. A definitive root cause cannot be determined. Per package insert: pain, loosening, wear are known adverse effects of these systems. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a clinical study patient underwent a right knee tka approximately two years ago. Subsequently the patient was revised due to pain, tibial subsidence and loosening, extensive synovitis with evidence of poly-debris, and femoral loosening and osteolysis.